Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens was explanted from the right eye after completion of light treatments due to the patient's complaint of haze and blurred vision in both eyes. Prior to explanting the lens, objective measurements of the lens showed internal aberrations. Postoperatively, the patient continued to complain of hazy and blurry vision.